Manufacturer narrative:
(B)(4). One actual sample and one companion sample were returned to the manufacturing plant for evaluation. Visual inspection revealed that the membrane tube assembly was torn in the actual unit. The companion sample had no visual irregularities. Functional testing was performed on the companion sample. The companion samples was filled with solution, and an extension set was inserted to the solution container. The solution flowed through the set. A clear passage test and a pressure test were performed on the companion sample at 8psi. The companion sample passed all functional testing. Therefore, the reported condition was confirmed in the actual sample. An assignable root cause was not determined. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted. A batch review could not be performed as the lot number is unknown.

Event description:
A customer reported to baxter corporate product surveillance a 150ml intravia empty container in which the port of the bag was pulled off when attempting to remove the primary set (smart site infusion set). According to the report, the intravia bag was compounded in the pharmacy department. The compounded bag was sent out to the hospital floor and was spike with a smart site infusion primary set. Therapy was initiated with a patient and proceeded normally. When therapy was finished, the nurse attempted to remove the primary set from the empty bag, and observed the entire port ripped off the bag. There were no reports of patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is currently available.